Event description:
It was reported that the patient had a potential pump pocket infection. The patient's symptoms were fever, chills, cellulitis with symptoms beginning 3 days prior to her arrival at the ER; a warm and reddened lesion on the abdominal wall where the surgical scar was located, pus, foul drainage, vomiting, and a headache. The events resulted in the patient being hospitalized. The patient was treated with vancomycin, rocephin, zofran and dilaudid on (B)(6) 2010. She had the pump removed on (B)(6) 2010 and reinserted after the fabric pouch was removed from the patient. A wide debridement of the wound was done with complex closure over a penrose drain that was placed in the abdominal wound. The patient outcome was stated as an "ongoing event." It was later reported that on (B)(6) 2010, the patient experienced another potential pump pocket infection. The patient had symptoms of a fever, pyrexia and chills. The patient outcome at this time was also stated as being an "ongoing event." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) - (pyrexia) (warm, reddened lesion) (pus) (foul drainage).